Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 476 (mg/dl) following a supply change. A correction bolus was administered to address bg levels. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to change infusion site and monitor bg levels.